Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the electric pen drive device had an undetermined malfunction. During the pre-repair diagnostics assessment, it was determined that the control unit was not functioning and was defective. It was determined that the control unit malfunctioned and had water inside it. It was further determined that the device was not being cleaned properly. It was determined that the device ran by itself. It was further determined that the device failed for check function and direction of rotation, check function with test hand switch and for check function with foot pedal. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.